Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported they needed to order an internal audio cable for their philips information center ix (pic). No injury or medical intervention was reported.